Event description:
A patient reported experiencing inaccurate low results with an ot profile meter. The patient's blood glucose results were 114 mg/dl on their meter and 282 mg/dl on lab. Tests were done within 10 minutes with a difference of 55%. Patient did not experience any adverse events. No further information has been reported.